Event description:
Bought through dhgate profhilo / counterfeit injection. Bubbles in syringe / hospital said water - not hyaluronic acid. I have used since 2018 from denmark / but bought through dhgate.app. Syringe leaked all product out. Googled profhilo, that I have used since 2018 from e.u. Google brought up dhgate app, which is similar to alibaba? So copy infringement. Counterfeit. Seller blocked me on what's app when I asked for return / refund. The shipper is ccsport.com hong kong. Dhgate is bad/who police's internet? I have bought through direct derma supplies denmark for 5 years. I tried asia because korea is honest but they cannot copy profhilo. I thought I could buy it through hong kong cheaper because of currency exchanges rate. Total fraud. Shut them down. Reference report: mw5115956.